Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3, miscarriage, premature birth and ectopic pregnancy. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included back pain, blood pressure high and anemia. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2008. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, nausea and abdominal pain lower had resolved and the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, ectopic pregnancy with contraceptive device, menorrhagia, nausea and vaginal haemorrhage to be related to essure. The reporter commented: impression: live ectopic pregnancy in the right adnexa measures approximately (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: the anteverted uterus measures 10.6 cm in fundal length. There is no intrauterine pregnancy. The endometrium measures 2.2 cm in thickness. There is a nabothian cyst in the cervix. The left ovary is identified and measures 3.3 x 1.3 x 1.8 cm with vascularity on color doppler. The right ovary is identified and measures 2.9 x 1.3 x 1.8 cm with vascularity on color doppler. In the right adnexa and separate from the right ovary is an intrauterine gestational sac with visualization of a yolk sac, embryo and cardiac activity of 125 bpm. Crown-rump length is 0.5 cm corresponds to approximately (B)(6). There is moderate fluid in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain ,vaginal bleeding. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received. Reporters information updated. Event:injury nos were updated. New events added abnormal bleeding (vaginal, menorrhagia), nausea, pain: lower abdominal pain,pregnancy (ectopic), device ineffective. Event outcome were updated to recovered: pain, abnormal bleeding, nausea. Lab data ,historical drug ,concomitant drug ,medical history were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.